Event description:
Technician alleged that the siderail could not latch. No pt impact.

Manufacturer narrative:
The technician found the siderail missing the top siderail ratchet rivets. The technician replaced the siderail top ratchet rivets to resolve the issue.